Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported the following information: after using a cook cutting loop on a patient they needed to use a roller ball. The cutting loop was removed and the roller ball could not be installed. A roller ball from another manufacturer also could not be installed. At that moment it was noted that the proximal end of the stem had severed from the stem itself and remained lodged in the resectoscope, preventing the installation of any electrode. This product problem did not result in any reported serious injuries.